Event description:
Sent a pcr test off (B)(6) 2021 for my daughter, I opened swab and had to see to other child thought my partner had done swab so I packaged and sent it off, after posting he made me aware, he hadn't done the swab, therefore a clean unused swab was sent for testing, I booked a drive in appointment to test again, on (B)(6) result on the unused swab came back positive, on (B)(6) her actual test came back negative, 119 service confirm she no longer had to isolate and it was a false positive. I'm concerned how a clean unused swab can return as a positive result. FDA safety report ID # (B)(4).